Event description:
It was reported that, "in 2007, surgery was performed to insert cage and infuse was used, since that time, there has been excessive bone growth in the spinal canal that resulted in two revision surgeries in 2009 and 2012. There has also been permanent nerve damage and ejaculation problems."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.